Event description:
The customer reported that while patients were being monitored on the dpm central station with ambulatory telepacks, the central station kept rebooting. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the unit, but did not observe the reported problem. A loaner unit was provided to the customer, while customer returned the unit for evaluation. Correction included replacement of the hard drive. The system was tested to factory's specifications. It functioned normally and was returned to use.